Manufacturer narrative:
(B)(4): product has not been returned for evaluation. Method no testing methods performed. (B)(4).

Event description:
It was reported the varistim was working intermittently. There is no report of patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.